Event description:
It was reported that the user experienced a sensor failure, paused the pump for about an hour, and administered an external insulin injection without disconnecting the ilet, after which blood glucose decreased but remained elevated; a separate low glucose episode was also noted. Symptoms included hyperglycemia and hypoglycemia. Outcomes included transient glycemic excursions without hospitalization. Investigation included user counseling on proper use, with education to fully disconnect from the pump for at least two hours when administering external insulin and review of device performance data as available. Investigation of this case revealed use error related to concurrent external insulin dosing while connected to the pump, with no alerts or alarms reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and adherence issues.